Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd nexiva¿ closed IV catheter system the connector separated and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: the details reported by the teacher of the second chest department are as follows: the outer packaging of the product was deformed, and the protective cap for returning the blood was loose. It needed to be punctured by means of exhausting blood. After the puncture, the protective cap popped out, and the blood splashed on the nurse.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 22-may-2023. H6: investigation summary bd received seven 24 gauge nexiva units from lot 2179520 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed that the packaging had some folds around the corners. The packages appeared to be deformed and a protective cap or vent plug was found to be loose on one of the units. Therefore, based off the visual inspection the engineer was able to verify the reported defects. Unfortunately, the engineer was unable to determine a definitive root cause for these issues but determined that the vent plug likely because loose at the same time that the packaging was damaged.

Event description:
It was reported while using bd nexiva¿ closed IV catheter system the connector separated and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: the details reported by the teacher of the second chest department are as follows: the outer packaging of the product was deformed, and the protective cap for returning the blood was loose. It needed to be punctured by means of exhausting blood. After the puncture, the protective cap popped out, and the blood splashed on the nurse.